Event description:
It was reported, the programmer screen goes black, and an error message is displayed. The top and back door also need to be changed. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report, the screen goes black with an error message upon boot up. It was also noted that the top back door was broken, the touch screen was cracked, the left and right upper display hinges were broken, the display hinge cover was missing, the display had a cosmetic defect (white spot), the stylus was damaged and bent, the electrocardiogram (ECG) connector was loose, and the fan was noisy. (B)(4): analysis found that the upper case lens was cracked and the rf head failed functional testing due to the cable being out of electrical specification.